Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) female patient with severe chest pain and lower extremity pain. There was no additional patient information at the time of this report. Return product is not available. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 10/27/2017. Retain product was tested and the customer's complaint was not reproduced. Return product was not available.

Event description:
Na.